Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged lead acid battery was not confirmed or reproduced during the sample evaluation. Upon review of the event history, failure code 570:320:844:0000 was the last problem to occur prior to device evaluation and is the as determined problem code. The cause of the determined damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of "damaged battery." During previous service on (B)(6) 2008 & (B)(6) 2007, the batteries and battery harness was replaced. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump with a damaged "lead acid battery." It is unknown when this event occurred; however, this event occurred in the general pt ward. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.